Manufacturer narrative:
H10 - there were no photographs, product samples, or videos provided for investigation. No device history review lot review was conducted because no lot numbers were identified. A probable cause cannot be identified based on the information that has been provided. Additional information can be found in section d10 and g1.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap that was discovered to have come off the irinotecan syringe in the unspecified med-pump and was dripping onto the floor. The irinotecan syringe started with 39 mls in it and when discovered at the time of breaking, had about 22 mls remaining. A chemo spill kit was applied appropriately to spill, the pharmacy and md were called about the syringe breaking, and environmental was called. There was patient involvement and no report of adverse event.